Event description:
Healthcare professional reported right side "rupture" of a saline device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional reported right side defaltion, anxiety, and capsular contracture baker grade I. The device has been explanted.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Additional report of capsular contracture, baker grade I and anxiety. The device has been explanted.